Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient developed edema at the right lead incision site. The incision was slightly open and draining so the physician closed the incision and prescribed prophylactic antibiotics. The patient is doing fine post-operatively.